Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the touchscreen stops working and it freezes. The customer replaced the touch panel and the issue still remains. The device was not in use on a patient.